Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaw loosened. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and some evidence of blood. A visual inspection determined that the tip of the silicone boot of the cold jaw was coming off from its original location. While we were unable to conclusively determine the root cause, this type of damage is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).